Event description:
The customer contacted carefusion tech support to request an exchange for a problematic user interface module. According to the customer,the user interface module will not turn on. This issue was identified during performance checks, and prior to patient use.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the user facility a replacement user interface module. They also issued a returned goods authorization (rga) # to the user facility for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received on 03/06/2015, and is awaiting evaluation. Once evaluated, a followup medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. Assembly was installed onto uim test fixture and powered on and it powered on without any issue. The assembly was then cycled for 15 minutes and the screen is still operational. After leaving the assembly running overnight the assembly was still operational and after cycling the power 20 times unable to reproduce the reported issue. The covers were removed and all connections were visually inspected and no loose connections were found. Findings/root-cause: uim is fully operational after cycling over 12 hours and no visual anomalies were found in the internal components.